Event description:
Customer tested blood glucose and received a result of 111mg/dl at 7pm. The customer dosed 6 units of novolog before dinner. The customer ate a sandwich and passed out. The customer's blood glucose was taken by family member and they received a result of "hi", they retested and received a result of "hi". The customer was given 6 more units of insulin. A nurse was called and then 911. Paramedics arrived at 7:15pm and received a result of 33mg/dl. The customer was taken to the hosp and was given glucose and admitted. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.